Manufacturer narrative:
Updated h3, and h4. Corrections to d9, and g2. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. As a result of checking the instruction manual and the labeling of the product, no abnormality would lead to the event reported. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the high flow insufflation unit failed to maintain or recover lost pneumo during suction. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.